Manufacturer narrative:
This follow-up #1 is to correct g4 to (B)(4) 2016 for report number 2015691-2016-03017.

Manufacturer narrative:
Device evaluated by manufacturer: during visual examination, host tissue identified on the stent circumference was moderate at the inflow and outflow aspect. Serrated marking were observed on leaflet 1 near commissures 1 and 2. Leaflet damage was observed on leaflet 2 near commissure 2 and on leaflet 3 near commissure 1. The wireform was exposed at the outflow aspect near leaflets 1 and 2. X-ray demonstrated commissures 1 and 2 bent, and wireform intact. Frame appeared slightly canted. Additional manufacturer narrative: based on the product evaluation findings, the clinical observation of paravalvular leak could not be confirmed through visual examination. A manufacturing and product deficiency was not identified. A definitive root cause could not be determined; however, procedural error or patient's anatomy most likely contributed to this event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint trend was assessed and it was found to be in control. No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluation is pending. A supplemental MDR will be submitted when the evaluation is complete. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received information that a 23mm bioprosthetic valve was explanted due to paravalvular leak after an implant duration of approximately 6 months. The valve was replace with a non-edwards valve. The patient also had their mitral valve repaired during the redo operation.